Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5529779, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed through a physical examination performed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.